Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface and fluoro functions board were identified as requiring replacement. No conclusion can be drawn as further repair info is unavailable at this time.

Event description:
The customer reported that the system displayed "fast stop" error messages. This error message will force the user to reboot the system and result in a loss of system functionality. There is no report of pt injury.